Event description:
The user facility in france reported that milky fluid was released from the handpiece during surgery. Additional information has been requested.

Manufacturer narrative:
The device has not been returned and the serial number is unknown. The investigation is ongoing.

Manufacturer narrative:
Although requested, the device has not been returned. The serial number is unknown, therefore a review of the device history record could not be performed. The trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.